Event description:
It was reported the balloon was used during procedure and the physician retrieve it as he felt unusual with the catheter. Outside of the pt, the physician tested the catheter for inflation and notice the distal tip of the guidewire was damaged. No pt injury reported.

Manufacturer narrative:
The balloon catheter was returned for evaluation with the guidewire stuck inside the catheter. The guidewire was found broken into two segments inside the catheter. Analysis of the cross section at the break point could not determined the cause of the guidewire failure. (B)(4).